Event description:
It was reported that the rotawire became stuck with the rotaburr. The target lesion was in the left anterior descending artery. A 330cm rotawire and 1.50mm rotalink plus were selected for use and platformed without issue. Both devices were successfully advanced to the proximal part of the lesion. During re-platforming the burr became stuck to the wire resulting in the two devices being removed from the patient as one unit and replaced with another rotawire and rotaburr. The devices were platformed outside of the patient without issue. The burr advanced without resistance over the wire and passed the lesion. It was then noted that the burr became stuck on the wire. The devices were removed and the case was completed without atherectomy. No patient complications were reported and the patient was fine post procedure. It was further reported that the wire was inspected after the procedure and the wire tip broke at the location where it was stuck on the burr.

Event description:
It was reported that the rotawire became stuck with the rotaburr. The target lesion was in the left anterior descending artery. A 330cm rotawire and 1.50mm rotalink plus were selected for use and platformed without issue. Both devices were successfully advanced to the proximal part of the lesion. During re-platforming the burr became stuck to the wire resulting in the two devices being removed from the patient as one unit and replaced with another rotawire and rotaburr. The devices were platformed outside of the patient without issue. The burr advanced without resistance over the wire and passed the lesion. It was then noted that the burr became stuck on the wire. The devices were removed and the case was completed without atherectomy. No patient complications were reported and the patient was fine post procedure. It was further reported that the wire was inspected after the procedure and the wire tip broke at the location where it was stuck on the burr.

Manufacturer narrative:
Device evaluated by manufacturer. The device returned was broken/fractured approximately at 328 cm from the proximal end and the distal tip section was not returned. The body was kinked approximately at 82 cm and 163 cm from the proximal end. No more damages were found in the returned device. The overall length and outer diameter of the distal tip could not be performed due to the guidewire fracture. The outer diameter of the proximal section and middle section were within specification.